Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('metallic coils (essure device) within uterine myometrium, near fundus'), embedded device ('metallic coils (essure device) within uterine myometrium, near fundus') and pelvic pain ('pelvic pain/chronic/ pain') in a 36-year-old female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy, pelvic laparoscopy, uterine dilation and curettage and recurrent abortion. Concurrent conditions included ear infection, vaginitis, back pain, asthma, mixed connective tissue disease, stress, sinus congestion, general body pain, uterine pain, uterine bleeding, menses irregular, adenomyosis and neck pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 2011, ethinylestradiol;levonorgestrel (ovral-lo), ethinylestradiol;norgestrel (elinest) from (B)(6)2017 to (B)(6)2018, fluticasone propionate;salmeterol xinafoate (advair) since 2011, levonorgestrel (mirena) since 2005, montelukast since 2011, salbutamol since 2011 and vitamins nos (multivitamin). On (B)(6)2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus allergic ("allergic or hypersensitivity reaction type: itching/ rashes skin conditions type: itching") and migraine ("migraines / headaches"), 1 month 23 days after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2016, the patient experienced fatigue ("fatigue"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), back pain ("back pain"), headache ("headaches") and urinary tract disorder ("bladder or urinary problems or changes;- urinary changes") and was found to have uterine leiomyoma ("fibroids/"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, embedded device, genital haemorrhage, abdominal pain, dyspareunia, back pain, headache, migraine and allergy to metals outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, pruritus allergic, urinary tract disorder, nausea, vaginal discharge and uterine leiomyoma had resolved. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus allergic, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmennorhea (cramping), back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: c59252 manufacture date: 2014-05 expiration date: 2017-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. On 5-feb-2020: pfs received. Concomitant condition, reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), back pain ("back pain"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmennorhea (cramping), back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, dysmennorhea (cramping), back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, fatigue, headaches were added. Patient information and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('metallic coils (essure device) within uterine myometrium, near fundus'), embedded device ('metallic coils (essure device) within uterine myometrium, near fundus') and pelvic pain ('pelvic pain/chronic/ pain') in a 36-year-old female patient who had essure (batch no. C59252,c59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy. Concurrent conditions included ear infection, vaginitis, back pain, asthma, mixed connective tissue disease, stress, sinus congestion, general body pain, uterine pain, uterine bleeding, menses irregular and adenomyosis. Concomitant products included cetirizine hydrochloride (zyrtec) since 2011, ethinylestradiol; levonorgestrel (ovral-lo), ethinylestradiol; norgestrel (elinest) from (B)(6) 2017 to (B)(6) 2018, fluticasone propionate; salmeterol xinafoate (advair) since 2011, levonorgestrel (mirena) since 2005, montelukast since 2011, salbutamol since 2011 and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("allergic or hypersensitivity reaction type: itching/ rashes skin conditions type: itching") and migraine ("migraines / headaches"), 1 month 23 days after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), back pain ("back pain"), headache ("headaches") and urinary tract disorder ("bladder or urinary problems or changes;- urinary changes") and was found to have uterine leiomyoma ("fibroids/"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, genital haemorrhage, abdominal pain, dyspareunia, back pain, headache, migraine and allergy to metals outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, pruritus, urinary tract disorder, nausea, vaginal discharge and uterine leiomyoma had resolved. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs&mr received: - new reporter information was added. Lot no was added. Event added device expulsion, embedded device, vaginal bleeding, menorrhagia, itching, urinary changes, migraines / headaches, nausea, nickel allergy, vaginal discharge, fibroids and event outcome added. Severity added pelvic pain. Concomitant drugs and medical history, lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.